Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified common femoral artery was attempted with two proglide devices using the pre-close technique via an 8f sheath hole prior to a impella implantation interventional procedure. Reportedly there was resistance while advancing the first proglide device over the guide wire. When the plunger was deployed, a cuff miss [suture retrieval issue] occurred. The surgeon reinserted the guide wire and attempted a second proglide device. However, there was a massive bleeding around the proglide device and there was no pulsatile flow detectable from the marker lumen. The use of proglide devices and the pre-close technique was abandoned. A 10f sheath was inserted in an attempt to control bleeding but was unsuccessful. A vascular surgeon was called to intervene and obtain hemostasis. A clinically significant delay was reported. After the surgery, it was determined that the guide wire tore a hole in the vessel wall due to the resistance on advancement of the first proglide. The patient was hospitalized due to the cutdown and surgical closure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.